Event description:
Several needles become deformed during injection, resulting in patient being unable to achieve the purpose of medication during multiple injections. Call agent has contacted the customer ((B)(4). ) to confirm that the correct batch number is 2187346 and the product number is 329490. Three needles are deformed. Photos can be provided by mail(customer service center has not received the photo yet) and 3 samples that can be sent back. A complaint response letter is required. Sample availability: yes sample availability details: picture/video available and physical sample

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections d3 (country type & country) and h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.